Event description:
Patient status post (s/p) right total knee replacement. While getting off commode, walker caught on shower ledge. Pt stumbled and the walker collapsed under his weight when he tried to catch his balance and he fell. Result of fall was right knee wound traumatic dehiscence s/p knee replacement. Required return to surgery for right knee irrigation, debridement, and wound closure. Right side front leg of walker bent inward approx 8-9" below support bar. Pins to adjust height are intact and secure. Metal is bent. Max weight for walker is listed as 500 lbs.